Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering (B)(4) cycle life test. The handle on the device was open to verified connections; we did not identify any non-conformities. Based upon the evaluation results, the reported complaint cold not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the jaws on the vaso view hemopro activated prematurely and overheated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.